Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
It was reported the insufflation unit experienced the front panel flickering. The issue occurred during reprocessing of a unspecified therapeutic procedure. There were no reports of patient harm, no delay, and the patient was not under anesthesia. The intended procedure was able to be completed with a similar device.

Event description:
It was reported the insufflation unit experienced the front panel flickering. The issue occurred during reprocessing of a unspecified therapeutic procedure. There were no reports of patient harm, no delay, and the patient was not under anesthesia. The intended procedure was able to be completed with a similar device.

Event description:
It was reported the insufflation unit experienced the front panel flickering. The issue occurred during reprocessing. There were no reports of patient harm, no delay, and the patient was not under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: b5, d8, h3, h4, h6. Correction: g2 (health professional was inadvertently selected on initial mw and should have been blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, olympus was unable to reproduce the reported malfunction of the front panel was flickering. However, olympus did find an additional potential adverse event, the indicator lights for the flow rate and smoke evacuation (high mode) mode were dim. Olympus presumes that this lighting failure was caused by a faulty front panel. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, insufflation unit experienced front panel flickering. The issue occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.